Event description:
An endurant bifurcated stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not a factor. The physician noted that the endurant nosecone has 2 small notch-like protrusions on the nose cone which seem to mirror each other on opposite sides of the nosecone near base of the nosecone. The notch appears to be approximately 1 mm in size. The physician proceeded to use the device without issue. No clinical sequelae were reported, and the patient is fine.